Event description:
It was reported that this patient was seen in the intensive care unit after experiencing a couple of days of chest pain. The hospital technician reviewed the latitude data and had seen a drop in r-wave and loss of capture. A chest x-ray was performed and subsequent chest CT scan showed the rv lead to have perforated which had caused a hemothorax. The patient has a history of complete heart block. Subsequently, this rv lead was cut and the proximal portion of the lead was left in the device, and the device was placed back in the pocket and a chest drain was left in-situ. The device was reprogrammed to aai. The patient was rescheduled for a new rv lead however, this procedure was postponed due to the patient developing a fever and elevated white blood cell count. No additional adverse patient effects were reported. Additional information was provided, it was reported that on 01jun2022, the patient was found to have a right svc/subclavian thrombus and tortuous left ventricle (lv) venous anatomy making transvenous lead approach difficult. An epicardial lead was attached to the (lv) through a lateral thoracotomy. Electrical measurements were excellent on first position. The lead was tunneled subcutaneously across the chest to the right sided pacemaker. The remainder of the cut lead was removed from the rv port and the epicardial lead was attached. The remainder of the procedure proceeded without complication and post op check this morning showed stable and satisfactory measurements. No additional adverse patient effects were reported. This lead will not return for analysis.

Event description:
It was reported that this patient was seen in the intensive care unit after experiencing a couple of days of chest pain. The hospital technician reviewed the latitude data and had seen a drop in r-wave and loss of capture. A chest x-ray was performed and subsequent chest CT scan showed the rv lead to have perforated which had caused a hemothorax. The patient has a history of complete heart block. Subsequently, this rv lead was cut and the proximal portion of the lead was left in the device, and the device was placed back in the pocket and a chest drain was left in-situ. The device was reprogrammed to aai. The patient was rescheduled for a new rv lead however, this procedure was postponed due to the patient developing a fever and elevated white blood cell count. No additional adverse patient effects were reported. Additional information was provided, it was reported that on 01jun2022, the patient was found to have a right svc/subclavian thrombus and tortuous left ventricle (lv) venous anatomy making transvenous lead approach difficult. An epicardial lead was attached to the (lv) through a lateral thoracotomy. Electrical measurements were excellent on first position. The lead was tunneled subcutaneously across the chest to the right sided pacemaker. The remainder of the cut lead was removed from the rv port and the epicardial lead was attached. The remainder of the procedure proceeded without complication and post op check this morning showed stable and satisfactory measurements. No additional adverse patient effects were reported. This lead will not return for analysis.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the b5 describe event or problem field for more information regarding the specific circumstances of this event.